Event description:
During an atrium flutter procedure, two of the same type of catheters were reportedly folded at the point between the soft tip and firm shaft of the catheters forming the shape of a hairpin. The catheters had to be pulled out from the sheath. The "hairpin" loop was worse on the second catheter. The hairpin loop of the second catheter was not able to be unfolded by attempting to pull the catheter out of the sheath. Therefore, a loop snare had to be used to catch and bring up the catheter tip from the lfv while the catheter shaft was pulled out from the rfv. Both catheters were removed safely. No patient injury was reported. The procedure was continued with a third catheter. A long sr0 sheath was used instead. The procedure then went on as usual.